Event description:
It was reported that the company representative's tablet had a cracked screen. It is unknown how the crack occurred as there was no known trauma that could have caused it. The tablet was usable at first; however, eventually became blurry and inoperable during the day. The company representative was provided a new programming tablet and the cracked tablet was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the tablet was completed on 12/09/2015. The cause for the cracked screen is associated with mishandling of the tablet. Additionally, functional testing of the tablet identified that the inner layers of the display glass were also cracked, and the display image was partially distorted. Although the screen was cracked and the image was distorted, the tablet was still able to complete testing. No further anomalies associated with the tablet were identified during the analysis.